Event description:
Customer reported the system was displaying low ma errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank. System operates as intended.